Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was uneven depth of graft harvesting and patient required two additional grafts. No additional consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was taking grafts at uneven depths. The patient required 2 additional grafts. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) twenty-nine times as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where the device was returned after being used as a loaner unit and the damaged head and bearings were replaced. Initial qa inspection of the air dermatome on (B)(6) 2018 revealed that the control bar had movement when set at the depth settings. The motor speed was within specifications and the control bar was in the correct position. The calibration was out of specification at the 0 setting only. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the vespel bearings, reciprocating arm, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the control bar had movement when set at the depth settings. The root cause of the reported event was due to the loose control bar. The issue was resolved with the replacement vespel bearings. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).